Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that the IV tubing broke/came apart at y site port, tubing unhooked and replaced. This occurred while ivf was infusing. Rn assessed patient and found blood back up in IV tubing and leaking with intravenous fluid (ivf) from an area around the y-site of the tubing. There was minimal delay due to having to get additional bag of ivf and having to restring IV tubing. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.